Event description:
It was reported to iridex that while using the micropulse p3 delivery device (mp3 probe) with the cyclo g6 laser console for transscleral cyclophotocoagulation, the patient experienced spots on the conjunctiva post procedure. No further complications from the event were reported to iridex. The mp3 probe utilized a duty cycle of 31.3% at 2500 mw, executing five 15-second sweeps per quadrant for a total overall ocular treatment duration of 300 seconds. The total number of sweeps delivered was 5 per quadrant, resulting in a total of 20 sweeps for the targeted eye using a quadrant-based technique. Only balanced salt solution (bss) was utilized as the fluid interface throughout the procedure; no viscous coupling gels or lubricants were used. The accumulated blood adhered to the distal tip of the single-use laser probe, causing the probe to further coagulate. The probe IFU explicitly states that applying a drop of methylcellulose gel or an equivalent lubricant to the undersurface of the footplate is mandatory and must be repeated frequently to ensure continuous immersion in a viscous fluid layer. Bss alone fails to provide adequate heat dissipation or an adequate fluid barrier. Also, per the IFU, the device operator must inspect the footplate and gently clean away biological debris with sterile gauze and saline during the procedure. The adherence of blood ("gloppy" residue) onto the probe tip acted as a localized thermal absorber, directly causing the reported conjunctival singe spots. It is likely that due to the use of bss rather than the use of methylcellulose gel, the laser energy was not effectively transmitted to the targeted ciliary body tissue and instead remained concentrated at the tissue surface, resulting in the observed spots and reduced therapeutic effect. Potential contributing factors include failure to adhere to the device instructions for use (IFU). The mp3 probe was not returned to iridex for evaluation at the time of investigation. Iridex does not carry out servicing for probes, however the customer as well as iridex sales rep have been contacted to get the probe back. In case of future developments, the investigation will be updated in case of any new findings. The reported event resulted in a temporary and easily managed injury (i.e., superficial blood spots to conjunctiva) and can be fully resolved without medical intervention. No structural damage, or visual impairment was reported to iridex. Although the case is deemed not reportable, iridex routinely reports such events to the FDA.